Event description:
It was reported that a detachment occurred. An agent dcb was selected for treatment. During preparation for the procedure, it was noted that the input profile was detached. The device was not used, and the procedure was completed using another method. There were no patient complications.

Manufacturer narrative:
The returned device consisted of the agent dcb balloon catheter. Visual inspection of the device showed that the inner lumen was bunched 20cm distal from the port exchange and was stretched 12mm in length. The bumper tip was also detached and not returned. The allegation was confirmed through analysis and the photo attached to the complaint record as the bumper tip of the device was attached to the product mandrel. It is likely that the allegation is against the bumper tip of the device rather than the balloon detachment. Based on the event description is likely that upon removal of the product mandrel the bumper tip was accidentally pulled distally. The damage to the lumen may have occurred due to excessive force being applied to the device during preparation as the user removes the product mandrel causing the inner/wire lumen to stretch then bunch.

Event description:
It was reported that a detachment occurred. An agent dcb was selected for treatment. During preparation for the procedure, it was noted that the input profile was detached. The device was not used, and the procedure was completed using another method. There were no patient complications.